Manufacturer narrative:
(B)(6)

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: battery failed"error code (1124). There was no patient involvement when the issue occurred. No patient or user harm reported. The device was evaluated, and the service engineer (se) reported that a "check vent: battery failed" (error code 1124) was observed at the repair center. The se noted that the error code was also confirmed in the evet log. The se noted that the batter required replacement. The device was not repaired and was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device was again re-evaluated, and the service engineer (se) reported that the "check vent: internal battery failed" error code (1124) occurred at the repair center. In addition, the error code was confirmed in the event log. Once again, the device was not repaired at the customer's request; no further actions were performed by the philips se, regarding the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.